Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The current blood glucose level is 107 mg/dl. The customer treated high blood glucose with manual injection of 15 units insulin. Customer experienced symptoms such as abdominal pain. Customer states insulin pump had no delivery alarm. Customer states the insulin did not exit and pump alarmed no delivery. Customer states insulin pump working as designed. The insulin pump will not be returned for analysis.